Event description:
The customer reported via phone call that sensor did not registering on the insulin pump. Customer's blood glucose was 9.5 mmol/l. The customer was advised to removed and replaced the sensor. Customer stated that he found that there is no cannula. The customer stated that he wants sensors replaced. Customer stated that it is a fault box. Customer was advised that we would replaced the whole box.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.